Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a printer related malfunction. The rn, called for assistance with a printer issue. She reported the printer was fine throughout the morning, printing the hourly strips, but suddenly stopped printing. The patient was stable enough to tolerate several minutes off therapy, she was advise to reboot the pump which resolved the issue. She was advised to switch out the console should the issue arise again and to tag the pump for biomed. There was no harm to the patient reported.